Manufacturer narrative:
This product is still in service and is not available for return.

Event description:
It was reported that this patient developed an infection with some discharge. The patient was brought into the clinic and the product was removed and rinsed with antibiotics and re-implanted into the patient. The entire system passed testing and remains in service. No additional adverse events.